Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 19-aug-2019 from a healthcare professional (hcp) via a company representative who reported that the cause for the revision surgery on (B)(6) 2019 was that the pump was flipped. During the pump pocket revision surgery, the pump was flipped to the appropriate position and the issue was resolved. The pump remained implanted and a new catheter was placed. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that patient had inadequate pain relief. Pump was noted to be flipped on fluoro and ultrasound was tried to do dye study. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. Patient was referred back to the hcp for revision. At the time of this report, the issue had not resolved and patient status was alive-no injury. Patient had been getting good pain relief. The hcp flipped the pump back and filled it. Today the rep was noted the pump was flipped. Surgical intervention was planned but not scheduled. The patient¿s medical history included cancer. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: th90t01, serial#: (B)(4), product type: mobile platform. Product ID: a820, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a patient receiving bupivacaine (unknown concentration, 0.4998 mg/day) and dilaudid (unknown concentration, 0.2499 mg/day) via an implantable pump for non-malignant pain and spinal tumors. The patient reported their healthcare professional (hcp) wanted them to come back and see the surgeon because their pump flipped. The patient stated that their hcp flipped the pump back, but was unsure what the doctor was going to do to anchor the pump. This occurred about a week ago. The patient also reported being unable to deliver a bolus beginning about the same time. They stated the ptm was acting erratic. The patient stated the ptm would "tell that he is delivering a bolus before he even has the communicator over the pump. The patient described the lockout parameters and further review indicated that the lockouts were due to dose restriction interval (dri). The patient stated they would follow up with their hcp and on the call the ptm was working as it should. There were no reported symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) who reported that the cause of the pump flipping was ¿deep facial tissue for anchoring (loose anchor) in a patient with previous abdominal wall flap¿. It was noted that the patient would use an abdominal binder to allow for post-op healing to scar the pump in until the need for a revision was established. The patient¿s weight was unclear as it was reported as 175 pounds and 179 pounds. The patient was (B)(6). No further complications have been reported as a result of this event.